Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field data review, a search for similar complaints, design history record (DHR) review, and a review of labeling. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect stat troponin-I assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend or any atypical complaint activity. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 89150un18, was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect stat troponin-I result. The customer provided the following example data (customer provided critical cutoff 0.030 ug/l): sid (B)(6) initially 0 ug/l repeated 0.072 ug/l, sid (B)(6) initially 0 ug/l repeated 0.121 ug/l, sid (B)(6) initially 0 ug/l repeated 0.041 ug/l, sid (B)(6) initially 0 ug/l repeated 1.532 ug/l. There has been no adverse impact to patient management reported. Please note it was documented by the customer that during the described event of generating low results one patient (sid (B)(6) with a troponin result of 0 ug/ml had died and re-testing was not completed. The patient was a (B)(6) year old make who had fallen off a ladder and died due to head trauma per the customer. The customer also indicated that the troponin result generated did not contribute to the patients death.